Manufacturer narrative:
A patient experienced lead migration was reported to abbott. The patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13415. It was reported that the patient had their system explanted and replaced due to lead migration. Effective therapy was established post op.